Event description:
It was originally reported on (B)(6) 2014 that the patient had a lot of swelling and fluid in the pocket. The patient was having a hard time getting more than two bars of coupling. The reporter stated that the implantable neurostimulator (ins) was separated by approximately half an inch of fluid under the skin. The antenna locate feature was attempted, but they got zero coupling no matter where the antenna was. Three days later it was reported that the recent replacement was due to normal battery depletion. No further diagnostics were performed and no malfunctions were seen. The patient was going to wait and see if the fluid and swelling resolves on its own. If not, the patient would follow up with the surgeon to look at options. The reporter was uncertain if the patient was receiving effective therapy. The reporter was able to help the patient find coupling with four bars and she was going to charge as much as she could. Four weeks later it was reported that the cause of the event was ins replacement and fluid collection around the ins post-operatively. There was collection of fluid in the patient¿s left chest wall around the ins and it was treated with a course of oral antibiotics. The patient was seen by an infectious disease doctor on (B)(6) 2014 for recurrence of fluid collection. The patient went to a clinic for drainage of fluid collection and removal of the retained suture from surgery. The patient experienced half a centimeter of erythema around the retained suture. No hospitalization was required and the patient outcome was noted as a non-serious injury or illness.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v014620, implanted: (B)(6) 2006, product type: lead. Product ID: 3387s-40, lot# v154598, implanted: (B)(6) 2008, product type: lead. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).